Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's mother described the skin reaction as a rash. Sensor was inserted at the arm on (B)(6) 2015. Patient treats the affected area with triamcinolone cream, prescribed by her physician. Date of medical intervention is unknown. At the time of contact, patient's skin was feeling much better and the rash was going away. No additional event or patient information is available.